Event description:
Pt with diabetic neuropathy and underlying well controlled psoriatic arthritis underwent anodyne treatment for neuropathy. Subsequently developed extensive, full body psoriatic outbreak that has been very difficult to control. The skin involvement has been worse than any of their initial outbreaks. No other med changes to account for this disease flare, and definitely began with the treatment. Appears to have stimulated pt's immune system.